Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range impedance measurements. Surgical intervention was performed. The lead was tested on the pacing system analyzer (psa) and high out-of-range impedance measurements were confirmed. A lead fracture was suspected but could not be confirmed via x-ray. The lead was removed from service. No additional adverse patient effects were reported.